Event description:
I am part of the philips CPAP machine recall. I received a 2nd replacement dreamstation 2 machine (12/13/2021)as the first machine was putting white fiber filaments in my water chamber every night. This 2nd replacement dream station 2 is also putting white filaments in my water chamber every night. I was approved to receive another replacement machine back on april 7th 2022 but repeated calls with long wait times are leaving me very frustrated with no expected delivery of another machine even, though I have reference numbers and sales order numbers approving me for another machine. I am very worried that these replacement machines are putting white filaments into the air and water chamber and these filaments are going into my lungs. My original machine dream station I did not have these problems and I should never have sent it in for the original recall. These replacement products are worse. I have sent philips video clips of the white filaments and have tried different brands and types of distilled water with no improved results. I sent the first replacement back to philips in (B)(6) area and note to send the machine to their qa lab for testing and analysis. No word back on any of their findings. Since I am not getting a response from december 16th and not getting a replacement machine from being approved on april 7th 2022, it leads me to believe that these new and improved machines are having the same internal foam shedding problems as the dream station I's. I can provide copies of email communications, case reference numbers , sales order tracking numbers along with a link to a vimeo video folder to look at these white filaments. The last thing I want to do is report to the FDA, but the lack of response and lack of a replacement machine when I was 'approved" is extremely frustrating, but the impact of these white filaments on my lungs will certainly pose damages. I am recovering from acute lymphoblastic leukemia having had radiation, chemotherapy, immune suppression drugs and two bone marrow transplants. I need my sleep and I need my philips CPAP machine to be providing "clean" air for me to breathe. Please help. FDA safety report ID# (B)(4).